Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 11/30/2023. An investigation was conducted on 12/05/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the returned dissection tip. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained and there were scratches observed in the center of image. Based on the results of the evaluation, the reported failure "poor quality image" was confirmed. The lot # 3000312494 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 was noted the view through the endoscope was very "foggy". The endoscope with dissection tip attached was removed and lens cleared. Upon re-insertion of the endoscope distorted visual field still noted. Upon removal of system again, it was noted that the plastic of the purple dissection tip was cloudy. An accessory kit was opened and a new dissections tip was used. No patient injury noted.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.